Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of cancer, is deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with juvéderm® volux¿ xc. After 6-8 months later, the patient developed nodules in the anterior portion of the jawline. The patient was diagnosed with thyroid cancer at the same time nodules developed and once the thyroid was removed, the nodules resolved. Symptoms status is unknown.